Event description:
In a journal article, the author¿s purpose was to evaluate the safety and efficacy of the monarch iii injector system employing the d-cartridge in phacoemulsification cataract surgery (pcs). The investigator of the study reported a small zonulolysis that occurred during intraocular lens (iol) implant surgery. The conclusion of the study stated that the monarch iii injector system with a d-cartridge appears to be a safe and effective iol delivery system in pcs. Add¿l info has been requested.

Manufacturer narrative:
The complaint sample was not returned by the reporting facility. Product history records could not be reviewed for the monarch d cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Add¿l info has been requested. Michael wei, dan brettel, gaurav bhardwaj. Prospective, consecutive eval of iol implantation using the monarch iii injector system with a d-cartridge in 2.2 mm incision phacoemulsification cataract surgery. Clinical and experiment ophthalmology; 2010; 38 (suppl 2); 27. (B)(4).